Event description:
Information was received indicating that a smiths medical extension set tubing presented with a crack. The patient was receiving fluorouracil with a chemotherapy home pump attached to the cadd extension tubing. Hazardous chemotherapy was spilled on the patient and some medication was lost in the process but the patient was able to receive the rest of their treatment. The chemotherapy pump had to be remade with new drug, new pump, and new tubing. Treatment was delayed by two days due to this event. There were no adverse events reported.